Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Investigation results: the DHR review and the investigation of the digital design file did not reveal anomalies. Investigation of returned material shows customer's rework. The customer placed a fast track order and made the implant planning and guide design in simplant pro. In the order remarks the customer is informed that the registration of the model was optimized. The order went straight to production. The registration of the model is correct. No issues found in planning or guide design. Implant planning is done by the customer. The investigation of returned material show that the guide was divided in 2 parts: q3 for position # 18/37 and q4 for position # 29/45. The part q4 fits on the model and was used for guided surgery # 29/45. There was a hole drilled on position #24/ 41. This part of the guide fits good on the model. The other part q3 did not fit on the printed model. There was a hole drilled on position #20/35. The distal part with the tube for the guided surgery did not fit. The tooth support of the guide q3 fitted good on the model.

Event description:
In this event it is reported that a surgiguide broke after sterilization. Customer gave more details, this is misuse case. Surgiguide did not break during sterilization, but it was visibly deformed. It was also reported dentist separated the guide in two with a disc bur. Implant place on the right and couldn't place the implant on the left. New guide reordered.